Event description:
It was reported that during regular inspection, the cs300 intra-aortic balloon pump (iabp) k7 solenoid valve was deteriorated. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and to fix the issue they replaced the drive manifold. After the replacement the symptoms improved and there were no issues.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during regular inspection, the cs300 intra-aortic balloon pump (iabp) negative pressure side solenoid valve was deteriorated. There was no patient harm reported.